Event description:
It was reported to boston scientific corporation that a resolution clip device was use during a colonoscopy with mucosectomy procedure performed in the ascending colon on (B)(6) 2013. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The clip was unable to be reopened and had to be pulled off the tissue. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was use during a colonoscopy with mucosectomy procedure performed in the ascending colon on (B)(6) 2013. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The clip was unable to be reopened and had to be pulled off the tissue. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was use during a colonoscopy with mucosectomy procedure performed in the ascending colon on (B)(6) 2013. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The clip was unable to be reopened and had to be pulled off the tissue. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable.

Manufacturer narrative:
Upon investigation, it was noticed that the clip assembly was lodged connected to the bushing. The prongs were locked into the capsule and could not be opened. Additionally, analysis of the returned device indicated that the control wire had been separated from the yoke. Functional analysis revealed that the clip could not be fully deployed. Based on the condition of the returned device, the reported failure was confirmed. However, there is not enough information to understand what caused these failures. Hence the most probable root cause classification is ¿undeterminable.¿ a review of the device history record (DHR) was performed and no anomalies were noted.